Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the product damage (introducer kink): the cause of product damage was most likely patient condition related since patient has severe ao stenosis along with difficult anatomy due to which the introducer bent and kinked. Patient anatomy or condition prior to therapy: the cause of patient anatomy or condition prior to therapy was most likely patient condition related since patient has severe ao stenosis along with difficult anatomy. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represents the introducer and another report was submitted to represent the pump. Refer to section h10 for the related report number.

Event description:
The user facility reported that there was an introducer kink during impella cp placement. During placement, the 14 fr x 25 impella peel away sheath was bent and kinked due to patient¿s anatomy. It was replaced by a 14 fr x 13 sheath.